Event description:
It was reported that during an ablation procedure the farawave catheter was selected for use, this second catheter was tested on the back table without any issues and successfully ablated the left superior pulmonary vein (lspv). However, during the delivery, a loud snap was heard, resulting in a 303 error. Although no visible damage was noted, there were concerns that the sound might have been caused by a metal interaction with the guidewire or by electrodes touching each other. After completing most lesions, the catheter was found to be improperly flushing, and upon attempting to manually flush, coagulated blood was expelled from the handle, which was also leaking. The irrigation method used was a pump with a standard transeptal sheath flow rate. The leak was coming from the handle of the farawave at a rate similar to the expected flow from the proximal portion of the flower during proper flushing a slow drip with significant water buildup in the farawave handle. No air was seen in the sheath, except for what is expected when inserting a new catheter. There was no air observed in the patient. The flushing issue and blood ingress into the catheter were noticed when remapping the chamber and preparing to use the farawave catheter again. Act was maintained above 300 seconds throughout the case. Coagulated blood was found in the flush port of the farawave when manually flushed with a syringe outside the body. The catheter was replaced, and the procedure was completed successfully without patient complications. The device has been returned for analysis.

Manufacturer narrative:
Upon device inspection no visual damage was observed. Dried blood residue was observed on the catheter hub of the proximal inner hypotube. Important to mention that the dried blood was observed only the hub section of the catheter. Additionally, no evidence of guidewire interaction with some electrodes or some spline inversion/bunching that could have been contributed to the reported 303 issue. A guidewire was inserted through the catheter. The catheter was deployed to basket and flower successfully. Flushing of the device through the irrigation line was tested. Flushing was not functional; a leak was observed in the catheter. With a guidewire inserted into the catheter and the catheter fully deployed to flower, continuity testing was performed and the catheter passed the hipot testing. The catheter was dissected to inspect the flush tubing to determine any potential cause for the leak. Dissection revealed some broke of the flush tubing, which likely caused the leak. The catheter flush tubing was observed to better observe the issue. With the help of a uv light, the separation of the flush tubing can be seen.

Event description:
It was reported that during an ablation procedure the farawave catheter was selected for use, this second catheter was tested on the back table without any issues and successfully ablated the left superior pulmonary vein (lspv). However, during the delivery, a loud snap was heard, resulting in a 303 error. Although no visible damage was noted, there were concerns that the sound might have been caused by a metal interaction with the guidewire or by electrodes touching each other. After completing most lesions, the catheter was found to be improperly flushing, and upon attempting to manually flush, coagulated blood was expelled from the handle, which was also leaking. The irrigation method used was a pump with a standard transeptal sheath flow rate. The leak was coming from the handle of the farawave at a rate similar to the expected flow from the proximal portion of the flower during proper flushing a slow drip with significant water buildup in the farawave handle. No air was seen in the sheath, except for what is expected when inserting a new catheter. There was no air observed in the patient. The flushing issue and blood ingress into the catheter were noticed when remapping the chamber and preparing to use the farawave catheter again. Act was maintained above 300 seconds throughout the case. Coagulated blood was found in the flush port of the farawave when manually flushed with a syringe outside the body. The catheter was replaced, and the procedure was completed successfully without patient complications. The device has been returned for analysis.